Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a revision of a total ankle replacement due to subsidence of the tibial component. No implants were removed during this procedure. Bone quality of the female patient was poor and a long size tibia tray could have been beneficial for better coverage of tibia. During the revision procedure, the tibia tray was pulled down back to normal joint height and norian void filler was injected to fill the space / void from the subsided bone. Once the void filler hardened two screws were thrown just above the tibia tray anterior and posterior to act as rebar and hopefully stabilize the implant.

Manufacturer narrative:
Correction b2, h6 results and conclusion. The reported event could be confirmed, since imaging provided does indicate subsidence and loosening of the tibia tray. Information obtained indicated the patient had poor bone quality. Medical affairs was consulted on this case. According to their review of the available information, "the pre-revision x-ray show subsidence and loosening of the tibia tray. There is also a status after an ankle fracture that was treated with orif in an earlier stage. ... The pre-revision subsidence is most likely the result of poor bone quality (female and post traumatic situation), however information on a possible low-grade infection is lacking. The size of the prostheses could play a role, yet the size looks sufficient." Based on the investigation of the available information, the root cause was attributed to a patient factors related issue. The failure was caused by poor bone quality (female and post traumatic situation). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision of a total ankle replacement due to subsidence of the tibial component. No implants were removed during this procedure. Bone quality of the female patient was poor and a long size tibia tray could have been beneficial for better coverage of tibia. During the revision procedure, the tibia tray was pulled down back to normal joint height and norian void filler was injected to fill the space / void from the subsided bone. Once the void filler hardened two screws were thrown just above the tibia tray anterior and posterior to act as rebar and hopefully stabilize the implant.